Event description:
Toxic effects from breast implants. Constant pain in breast. Migraine headaches, muscle aches and stiffness, joint pain, fatigue, brain fog, difficulty concentrating and an extreme hypersensitivity to smells. None of these symptoms were present before undergoing the breast implant surgery.